Event description:
8/21/2001: during a review of reports, this report was found to be a duplicate of 9614546-2000-00008 (2000020231us).

Event description:
Vision not corrected as expected [vision abnormal nec]. Case description: us spontaneous report, #2000021130us. A physician reported a pt had a ceeon lens 912/22.5(d) implanted in the right eye in 2000. Pt's vision in the right eye was -13. This lens was explanted in 2000, and replaced with a diopter 13.5 ceeon lens. Pt's vision is now -5.0 in the right eye. Pt's left eye is -7.0. The pt has recovered and is being monitored for follow-up. Case comment: predicted refraction sometimes does not turn as planned, in particular when the refraction measurements are extreme. In that case, the relation to the lens is unlikely. Submission of a report does not constitute an admission that the medical personnel, user facility, distributor, manufacturer or product caused or contributed to the event.